Event description:
It was reported that the lead exhibited loss of capture and low sensing in the unipolar configuration. As the patient was asymptomatic and the lead functions well in the bipolar configuration, the lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.